Event description:
It was reported that a few days post ICD upgrade, the loss of ventricular capture and oversensing was noted. Imaging showed that the lead had dislodged. No further information is available at this time.